Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd precisionglide¿ needles had foreign matter inside the packaging. This was discovered before use. The following information was provided by the initial reporter: foreign matter has been found inside the packaging (looks like a cotton thread), in touch with the needle.

Event description:
It was reported that bd precisionglide¿ needles had foreign matter inside the packaging. This was discovered before use. The following information was provided by the initial reporter: foreign matter has been found inside the packaging (looks like a cotton thread), in touch with the needle.

Manufacturer narrative:
H.6. Investigation: a batch history analysis was performed, quality notifications and maintenance records were verified where no records related to failure were found. The pictures and samples were analyzed and it was possible observe the presence of foreign matter at cannula but the protector is not bd. According the evaluation performed by the multidisciplinary team quality, process and production the follow points were identified as potential causes for the occurrence: ¿ polymerized lube; ¿ system cleaning failure; ¿ machine stopped; ¿ incorrect gauge selection; ¿ polypropylene on cannula; ¿ system cleaning failure; ¿ use of air guns; ¿ pad parts on cannula; ¿ worn lube application pad; ¿ dirt pad; ¿ black spot on cannula; ¿ system cleaning failure; ¿ use of air guns; ¿ dirt pad; ¿ resin on cannula; ¿ o¿ring ring adjustment failed; ¿ incorrect nozzle pressure. The follow actions were planned to mitigate the potential causes: polymerized lube: ¿ increase frequency and lube cleaning procedure; ¿ empty lube tank in long stops ¿ empty nips in longs stops; ¿ verify that the selection of gauges during the changeover is being performed correctly. Set selection control; ¿polypropylene on cannula; ¿ increase frequency of shield station cleaning; ¿ remove air guns from machine; ¿ install movable guard on shield station; ¿pad parts on cannula; ¿ establish pad exchange frequency; ¿ insert pad quality analysis in operating routine; ¿black spot on cannula; ¿ establish daily and weekly cleaning procedure; ¿ remove air guns from machine; ¿ establish pad exchange frequency; ¿ insert pad quality analysis in operating routine. ¿resin on cannula; ¿ poka yoke o'ring ring adjustment; ¿ study and establish adjustment patterns; ¿ train all shifts.